Manufacturer narrative:
The 7x40 120 self-expanding stent (ses) smart control stent did not cross at the right (rt) superficial femoral artery (sfa) lesion. There was no reported patient injury. The product was returned for analysis. One non-sterile smart control 7x40 120cm ses was received coiled inside a plastic bag. Pin lock was not returned. Per visual analysis, stent was noted to be fully deployed. A kink was observed on the body of the catheter at 8.5 cm from the handle of the unit. Another kink was observed on the inner shaft approximately at 5.8 cm from the distal tip. No other anomalies were noted. Per dimensional analysis, the usable length of unit couldn¿t be properly measured due to the kinks present. Per functional analysis a deployment test couldn¿t be performed since stent had already been deployed. A product history record (phr) review of lot 17732257 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - failure to cross¿ was not confirmed through analysis of the returned device since the event reported cannot be properly evaluated due to the nature of the complaint without procedural images for review. The reported ¿stent delivery system (sds)-ses - deployment difficulty - premature deployment¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics or procedural factors (although unknown) may have contributed to the burst as evidenced by kinks noted on the device during analysis. According to the instructions for use which is not intended as a mitigation of risk ¿do not use if the pouch is opened or damaged. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Flush the flushing valve of the stent delivery system with heparinized saline using a 3 cc syringe to expel air. Continue to flush until saline weeps from the distal catheter end. Flush the guidewire lumen of the stent delivery system with heparinized saline using a 20 cc syringe to expel air. Continue to flush until the saline flows out of the wire lumen at the distal catheter tip. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17732257 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 7x40 120 self-expanding stent (ses) smart control stent did not cross at the right (rt) superficial femoral artery (sfa) lesion. Additional information was received indicating that the stent was received detached. There was no reported patient injury.